Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported seeing air bubbles in the reservoir of the insulin pump. Troubleshooting was done. The customer was advised that rewinding the insulin pump with a reservoir in place will create air bubbles. The customer reported that the insulin pump was not rewound with a reservoir in place. The customer reported that the insulin was not stored in room temperature. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to let the temperature of the insulin to normalize of a couple of hours before use. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).